Event description:
It was reported that when using the bd pyxis¿ es server patients and order data were failed to cross over. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the server was down, and new orders and patient records did not transfer successfully. A technical support specialist (tss)restarted the network services along with external and inbound services. The issue was discussed with the customer and has since been resolved. The system functioned as intended after the technical support specialist troubleshot the device.